Event description:
It was reported that the user's handheld would freeze upon interrogations. A soft reset was done three times and on the third try, the screen finally moved past the interrogation screen; however, the site requested that a new device be sent to replace the non-working device. Good faith attempts to obtain the non-working device have been unsuccessful to date.